Manufacturer narrative:
The investigation found that one of the returned coils could not be advanced into the returned microcatheter, which is consistent with the alleged product issue. Further investigation found exposed braid protruding into the lumen at the hub transition, which would have caused the reported resistance. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed braid, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported the coils would not go in headway-duo microcatheter. The case was completed by using a different duo and same type of coils, just different lot #¿s. There was no patient injury. The patient outcome is stated to be stable. When the device was received for evaluation, the investigation findings found exposed lumen coil and protruding braid.